Manufacturer narrative:
The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint opt844 nasal cannula is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt844 nasal cannula was leaking at the prongs after about six days of use. The hospital further reported that staff noticed the patient condition had deteriorated and the patient was not responding to treatment as well as before; they discovered a leak at the prongs, a new cannula was applied and the patient responded well.